Event description:
Reference number (B)(4) event occurred the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient reported blood at the end of cannula. The patient reported issues with two infusion sets. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2. Patient country: united states patient city: (B)(6).